Manufacturer narrative:
D6a. If implanted, give date. The implant date was known only as "(B)(6) 2021". Therefore, (B)(6) 2021 was used to calculate the minimum implant duration. H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from chile that this 7300tfx25 valve implanted in the mitral position was explanted after approximately three (3) years and two (2) months due to degeneration. A mechanical valve was implanted in replacement, and the surgery was successfully completed.

Manufacturer narrative:
Additional information, corrected or updated. H6: type of investigation, investigation findings and investigation conclusions. H11: additional manufacturer narrative: the product was received for evaluation: customer report of degeneration was confirmed through observed minimal calcification. X-ray demonstrated wireform intact and minimal calcification on all three leaflets. Heavy host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 3 in both inflow and outflow aspect. Host tissue fused leaflets 2 and 3, leaflets 1 and 3 and leaflets 1 and 2 on the outflow aspect. The free margin of leaflet 3 was rolled towards the outflow aspect from host tissue overgrowth and created a gap in the central coaptation region. Host tissue overgrowth on the stent circumference was minimal at both aspects. The device history records was revied and there are no related non conformances with the event. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported.